Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer mentioned that he had bent cannulas. The caller stated that he has been off the insulin pump for several months and requested assistance with the settings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.